Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient indicated that he first noticed the subject meter was reading inaccurately high during the evening of (B)(6) 2014, and he alleged that for the next 3 days his blood glucose results were higher than usual. The patient manages his diabetes with insulin (self-adjuster). He reported, date/time unknown, obtaining an alleged blood glucose result of 315 mg/dl with the subject meter. He reported, date/time unknown, increasing his insulin dose (10units). He alleged that as a result of the increased dose of insulin, on october 16 at 2:30pm, he developed symptoms of ¿dizzy and sweating¿. Treatment for the patient¿s symptoms was not specified. During troubleshooting, the csr established that the patient¿s meter had been set to the correct unit of measure and his test strips had been stored correctly. The patient did not have control solution available with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.